Event description:
Fetal heart rate tracing recording 130-140. Maternal heart rate 138. Fetal heart rate checked audibly and did not match tracing. Tracing recording maternal heart rate instead of fetal heart rate.